Event description:
Additional information received from a healthcare provider (hcp) via a clinical study regarding a patient receiving gablofen 500 mcg/ml at 75.03 mcg/day. The patient's medical history included spasticity. The patient experienced drug withdrawal symptoms. Device interrogation found the catheter disconnected.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) via a clinical study reported that it was suspected that the catheter was disconnected, but did not show this after careful review. The adverse event was updated from catheter disconnection to not applicable. The device interrogation showed normal readings on (B)(6) 2014. It was noted that admission was for concern of acute baclofen withdrawal and possible pump and catheter malfunction. Cerebrospinal fluid (csf) from the side-port access on (B)(6) 2014 was sent to the lab for evaluation and no infections were found. The patient demonstrated an improved response after her boluses. The hcp was going to continue to consult with the physician who had seen her for choreoathetosis. The hcp reported that a lot of the patient's movements were movement disorder related as opposed to baclofen withdrawal. If additional information is received this report will be updated.

Event description:
It was reported that the patient had a catheter disconnection and gablofen (baclofen) withdrawal. The patient experienced itching around pump site, worsening tone, low-grade fever, and tightness; which resulted in in-patient or prolonged hospitalization. On (B)(6) 2014, the device was reprogrammed/refilled/interrogated and an x-ray was performed where the catheter tip was at c7 to t1. A side port access procedure was also done on (B)(6) 2014, where 2ml of clear fluid was obtained with free flow upon second access. The event was noted as moderate severity, related to the catheter. The event resolved without sequelae on (B)(6) 2014. If additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).